Event description:
During the procedure, it was reported that the balloon catheter was observed to be broken outside of the patient. A new occlusion balloon system was used to complete the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
The balloon catheter was returned for evaluation without the guidewire as it was discarded. The balloon was found to be leaking from a hole found in the chronoprene tubing; however, the cause could not be determined. All balloons are 100% leak tested and 100% inspected for damages and irregularities during manufacture(B)(4)

Manufacturer narrative:
The catheter was returned for evaluation without the guidewire as it was discarded. The evaluation confirmed that the balloon could not maintain inflation due to a hole in the chronoprene tubing. The cause of the damage could not be determined. All devices are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no quality issues that may have contributed to the reported experience. (B)(4).